Event description:
The customer reported that the au5800 clinical chemistry analyzer continued to pump concentrated detergent even after the tank was already full and fluid leaked onto the floor. The customer shut down the instrument to stop the flow of detergent. The customer then re-initialized the instrument and the instrument operated as per established specifications. The customer was wearing gloves at the time of the event and no injury or direct exposure with the leak was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
(B)(6). A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the telephone and informed the customer that this is a known issue. The customer cleaned the spill by referencing the material safety data sheet (msds) and re-initialized the instrument. The instrument returned to normal operating specifications and a field service engineer (fse) was not dispatched to the customer's site. An urgent field safety notice has been sent to all affected customers informing them of the issue and actions to take. Beckman coulter will correct the software error in a future software release. Beckman coulter internal identifier for this report is (B)(4).